Event description:
It was reported that there was pain at the neurostimulator pocket. The therapy was ibuprofen 800 mg as needed and lidocaine 8 cc injected into incisional area by physician. Prescriptions were made prophylactically for darvocet n 100 as needed and macrobid 100 mg twice a day. It was reported that there was a prophylactic battery replacement, neurostimulator replaced on (B)(6) 2010. The device was placed lateral to the original pocket, 2 cm away. The company employee reported there was no confirmed infection, no culture done. No obvious sign of infection. At last contact with the pt postoperatively, the pain had improved, but not completely resolved.

Manufacturer narrative:
(B)(4).